Event description:
The user facility reported they experienced a total loss of image during procedure. The image was unable to be retrieved and another endoscope was used to complete the procedure. There was no allegation of harm.